Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer discovered the jaw gasket of the harmonic ace instrument was fractured. There was no report of fragment(s) falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary finding of ¿clamp arm teflon pad damage¿ to be related to the customer reported complaint. For clarification, visual inspection of the instrument found the teflon pad to be damaged on the clamp arm. A piece measuring 0.103" x 0.182" in length was not returned with the instrument. The curved blade does not exhibit any cracks or breakage. The root cause for the teflon pad damage is attributed to mishandling/misuse.